Event description:
The customer reported the monitor would not display images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the monitor video connector. System operates as intended.